Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.